Manufacturer narrative:
The reported complaint was confirmed during a visual inspection of the returned autopulse lifeband. The lifeband band clip (belt clip) and one of the tabs of the hinged belt guards (skirts) were noted to be broken. These issues prevented the placement of the band clip into the autopulse platform's driveshaft and prevented the lifeband hinged belt guard from being snapped in place, confirming the reported complaint. The observed damage appeared to be an isolated instance of excessive force applied to the lifeband belt clip and hinged belt guard during the placement of the lifeband. During further inspection, the broken belt clip was removed from the belt and the combined length of the two pieces matched the dimensions of a known-good lifeband belt clip. No additional testing was performed due to the condition of the lifeband upon receipt. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for lifeband with lot #190702.

Manufacturer narrative:
Zoll has not received the lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During checking lifebands before treatment, the customer found the band clip and hinged belt guard of the two newly received lifebands (lot#190702) were broken. No patient involvement.